Event description:
It was reported that the band was removed due to erosion and replaced with a new band. Add'l info has been requested.

Manufacturer narrative:
Evaluation summary: components returned for investigation were as follow: the balloon, the tubing, the locking ring and the titanium port. A leak test was performed on the balloon with successful results. A leak test was performed on the titanium port with successful results. Per visual observation, it was noted that the band was discolored at both extremities. A small tear was observed at the band tab region distal to the catheter connection. The reported event cannot be confirmed. While it is not possible to draw definitive conclusions regarding root cause, gastric erosion is a recognized adverse event associated with gastric banding. Per the product's instruction for use (IFU) booklet, this adverse event has been associated with port infection, revision surgery, use of gastric-irritating medication, stomach damage, extensive dissection and use of electrocautery. Events of this type will continue to be trended and monitored by obtech medical.